Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an esophagogastroduodenoscopy (egd) procedure within the distal esophagus. According to the complainant, the egd was completed with this radial jaw 4 biopsy forceps. However, after withdrawing the forceps from the patient, bleeding was observed at the biopsy site. The physician stopped the bleed with a bsc gold probe. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however the patient was reported to be over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Concomitant medical product - fujinon scope. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.